Event description:
It was reported to philips that the azurion device would not x-ray. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the system il issues. Review of the system log file showed ¿the generator device: xsc: invalid en_x_c status from point¿. Upon further inspection rse confirmed the cause of the error was due to the malfunction of footswitch. Rse advised to replace the footswitch. To date, there have been no further reports of this issue. No further service has been performed by philips since case has been closed. The codes were updated based on the investigation outcome.